Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report in which a customer reported a high reading issue with the adc device. The report is as follows: "the arm sensor on a freestyle libre 14-day continuous glucose monitor gave me a reading of 378 moments after I woke from a full night's sleep. Per the device's suggestion, I performed a fingerstick test and inserted the test strip into the libre device within one minute of the initial sensor reading.that reading was 188. I scanned the arm sensor within the next minute and it gave a reading of 371." There was no report of adverse event or third-party treatment due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.